Event description:
It was reported the patient experienced a flare of interstitial cystitis. Interventions included cystoscopy, hydrodistention, and transurethral cauterization of "tigone" as outpatient procedure on (B)(6) 2013. The patient was medicated with tylox and pyridium. It was stated this was a worsening or exacerbation of a pre-existing condition. Symptoms included severe pain, frequency and nocturia.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# v641092, implanted: (B)(6) 2011, product type lead. (B)(4).